Manufacturer narrative:
On 10/14/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, a tear was noted in the anterior aspect within a crease, measuring approximately 3.5 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. No further investigation will be conducted on this complaint as there are no indications that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulted in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, mentor received an update on the events submitted in the initial report. The patient's physician that the capsular contracture was baker grade IV. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with unspecified mentor breast implants. On 10/8/2019, the mentor failure analysis lab received the device for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation a 225cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture and left-sided rupture. The diagnoses were confirmed by a physician after physical examination and MRI results. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.